Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient reported that their recharger wasn't working right and that they were getting error messages when charging their implant. Patient stated that it had been going on for about two or three weeks now. Patient did not know the error messages that would appear when trying to charge the implant. Patient said that they would reset the controller. Patient stated that the implant would only charge up to 30% and that the recharger would get really hot. Patient confirmed that there was no harm caused to them from the paddle getting hot. Agent had the patient inspect the equipment for damage; patient noted that the cord was kinked all the way up by the paddle and the paddle was cracked. No symptoms were reported. A replacement recharger was sent out.

Manufacturer narrative:
H3: product ID: 97755, serial# (B)(6) was returned for analysis and found there was a recharger antenna failure: stuck in passive recharge mode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.